Manufacturer narrative:
The root cause of the infection was unable to be determined due to insufficient clinical details. The cause of the bleeding is most likely use related since left groin preclose failed. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant stated that an impella cp pump was implanted to support a patient admitted for cardiogenic shock. While on support, the patient¿s urine culture was positive and antibiotics were administered. In response to a concern for bleeding of unknown origin, the patient was transfused two units of packed red blood cells. Additionally, there was a left groin preclose failure requiring a third perclose. The patient was found to have left common femoral extravasation so manual pressure was held and blood was transfused. The covered stent was unsuccessful and the patient decompensated. Later, the patient expired.